Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the rx request was initially rejected by the pharmacy because the prescription had not been sent to them. A technical support specialist (tss) verified the script that was sent and contacted the pharmacy and had the request status changed from rejected to approved. The system functioned as intended after the technical support specialist investigated the issue with the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the rxverify request had been rejected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.